Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2016. The explanting surgeon reported that the implanting surgeon had perforated the right eac at the initial implant surgery, and it never healed. The right tmj components were removed and an antibiotic spacer was placed. The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.